Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the ins was overdischarged and the patient complained of not getting good therapy prior to the ins battery going into overdischarge. The patient could not recall when the problem started but mentioned it may have been up to a year since they had used the stimulation last. The patient had several falls over the past year that may or may not have contributed to the problem but patient did not follow up with the rep after the falls. The rep said that the patient's lack of compliance contributed to the overdischarge. The rep performed a successful physician mode recharge (prm) and cleared the power on reset (por). The rep checked impedances and found that 8-15 were all over 10000 ohms as well as contacts 3 and 7. The rep said they tried to reprogram to cover areas of pain but it was unsuccessful due to limited number of options and working electrodes. The rep stated that the overdischarge was successfully cleared but it was noted that the issue was not resolved at the time of the report. The rep said the patient will follow up with the physician to discuss possible replacement. No further complications were reported.